Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. On (B)(6), 2021, the patient developed rectal bleeding and colonoscopy showed 1.5 ulcer in the rectal wall. The ulcer was biopsied and was found negative. It was determined there was likely rectal wall infiltration. A computerized tomography (CT) scan was performed and the gel was seen, bunched up in a ball on right side of prostate-rectal interface. The patient has already been treated he will be observed and given time to heal.